Manufacturer narrative:
Updated information: b5 (event description), d4 (UDI), d9 (returned date), h2.6 (annex b, c, d and g codes) medtronic led an evaluation of one returned bipolar maryland forceps and the associated device data logs. Visual inspection of the bipolar maryland forceps noted there was no corrosion on the electrical contacts. There was no damage noted to the jaws of the bipolar maryland forceps. Upon microscopic inspection of the drive cables, there was no damage noted. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. The bipolar maryland forceps underwent jaw grasping force testing, and the returned values were within specification. Electrical testing was conducted and all tests were passed, with no abnormalities noted. Evaluation of the device data logs do not directly track the jaw condition or grasping strength of the bipolar maryland forceps, and there are no errors in the logs that would indicate insufficient holding strength in the logs. Evaluation of the bipolar maryland forceps noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or establish a relationship between the bipolar maryland forceps and the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic total hysterectomy, the surgeon reported that the bipolar maryland forceps were having difficulty clamping tissue, which reduced the effectiveness of the bipolar energy. The procedure was continued; however, towards the end of the procedure, the clamping force had decreased to a point where the tissue could not be clamped at all. The forceps were replaced with another instrument. There was no patient injury.

Event description:
It was reported that, during a robotic laparoscopic total hysterectomy, the surgeon reported that the bipolar maryland forceps were having difficulty clamping tissue, which reduced the effectiveness of the bipolar energy. The procedure was continued; however, towards the end of the procedure, the clamping force had decreased to a point where the tissue could not be clamped at all. The forceps were replaced with another instrument. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.